Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and exchange of textured implant to smooth implant due to patient concern with the product.

Event description:
Healthcare professional reported left side capsular contracture baker grades iii and exchange from textured to smooth implant due to the patients concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo evaluation: red and white particle material on the shell, creases, deformation, wear abrasion. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.